Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. It was reported about two-thirds of the suture color was mixed with white in patches. Another product was used to complete the case. No sample will be returned. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 10/29/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested, the following was obtained: could you please elaborate further on the issue reported with the product? About two-thirds of the thread was white with some mottling. Do you have any photos available for visual analysis? No have. Please provide the source or name of person providing answers to follow-up questions:(B)(6). (B)(4) - event 1. (B)(4) - event 2. Could you please elaborate further on the issue reported with the product? Unk. Do you have any photos available for visual analysis? Yes, have. Could you kindly perform and document the follow-up attempt for the product return? Furthermore, please ensure that the shipment tracking number is recorded in the notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Please provide the source or name of person providing answers to follow-up questions: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.